Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/25/2025 a beta bionics ilet user reported receiving error messages connect cgm or dosing will stop. The user had not received any blood glucose (bg) readings since changing their freestyle libre 3+ sensor. The user was guided through repairing to their continuous glucose monitor (cgm) after which sensor startup was successful. During the call, patient reported a bg reading of 227 mg/dl which was entered into the pump manually. No symptoms, external assistance, or medical intervention occurred.